Event description:
It was reported that the device was unable to be interrogated, indicating a device reset. It was suspected that the device had reached eos. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
No conclusion code available. The reported backup vvi was confirmed in the laboratory and was due to a power on reset that occurred during hv charging. The battery was noted to be below eol; hv charging caused the battery to drop and cause the device to power on reset. A longevity calculation was performed and the device was found to be within estimated longevity.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.